Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and identified that the battery indicator was in green, and the wi-fi indicator was off. Upon troubleshooting actions, fse identified that wireless footswitch (wfs) was not working due to a mechanical issue. The defective wireless footswitch was returned for analysis, and it was concluded that the pedal 4 was bent towards left, 3 anti-slips and 2 screws were missing, and screws were loose at the bottom of the wfs. The cause of the base station failure could not be conclusively determined by the supplier's part analysis, however the replacement of the wireless footswitch and base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury ((B)(4), but it is related to mechanical issue that the pedal 4 was bent towards left, 3 anti-slips and 2 screws were missing, and screws were loose at the bottom of the wfs. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a wireless footswitch connection issue. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.